Event description:
The customer contacted beckman coulter, inc. (Bci) to report low potassium test results were obtained with the ise (ion-selective electrode) system of the unicel dxc 600 synchron clinical system. The test results were determined to be low when the test results were questioned by the physicians. The pipette tip was replaced and two patient samples were repeated. Higher potassium results were obtained. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. This is event 2 of 2 reported by this customer. An MDR for each of the two patients was reported.

Manufacturer narrative:
The system was put into use about one month prior to the event. The customer reported that potassium quality control was in the lower portion of the acceptable range. Results of quality control before and after the pipette tip was changed: qc1 (2.2-2.6), 5/16: 2.2, 5/16 after changing tip: 2.4; qc 3 (7.0-8.2), 7.0, 7.7. Service was not dispatched for this event. Root cause was determined to be the pipette tip that was replaced. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR is related to the following MDR that has been reported: 2050012-2011-07554.